Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported event of the exhalation pressure transducer (pt 801) will not calibrate was unable to be duplicated. The pt 801 component was found to be responsive to pressure input and was successfully calibrated.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit is auto-triggering. The customer performed troubleshooting, but the issue was not resolved. The customer reported the exhalation pressure transducer fails calibration testing. The customer reported there is no patient involvement associated with the event.